Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section h3: other 81: the device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol) was scratched and couldn't be used. Additional information received stated that the scratch was noticed during implantation of iol in the patients right eye. The lens was partially inserted and removed as doctor saw scratch and did not want to take chance of it being scratched and not work in patient eye. There was no patient injury and no other medical or surgical intervention required. There was no use error. The procedure was completed successfully using another back up iol of same model and diopter. The lens was destroyed and not available for return. No further information was provided.